Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the drawer had failed. The field service engineer (fse) observed that matrix drawer 5 triple-clicked before opening and displayed an error message indicating it had failed and required maintenance. Upon removing the back panel, the fse noticed a box wedged between matrix drawers 5 and 6, which was obstructing the sensor. The box was removed, and the pyxibus cable was reseated. The device was then rebooted and verified to be operable using the hardware test application (hta), with all tests completed successfully. The fse launched the application and allowed escort to pyxis. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was failed and unable to open the drawer. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.